Manufacturer narrative:
Although sample quality alarms were observed 7 times on the date of the event, the sample was checked, and it showed no quality issues. The sample foam detection (sfd) images were reviewed, and no sample-quality image was observed for the sample. The customer and service maintenance were complete per the specifications. The instrument was cleaned daily. The field service engineer verified the sample probe adjustments and the active gripper. Precision studies were performed, and they were within specifications. A general reagent or analyzer problem can be excluded, since the qc prior to the event was within the ranges. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with elecsys troponin t gen5 assay on a cobas e 801 analytical unit. Initial result: 215 ng/l (tested on measuring cell 1). The initial result was high, prompting the repeat of the sample per the customer's standard operating procedure for critically high troponin values. Repeat result: 25.9 ng/l (tested on measuring cell 2). The repeat result was deemed to be correct.

Manufacturer narrative:
The troponin t gen5 reagent lot number was 847378. The expiration date was not provided. The qc was acceptable. The investigation is ongoing.